Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured in 2005. The device was not received for evaluation; therefore, a device analysis could not be performed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occurred during use on the homechoice (hc). The specific alarm was not reported. It is unknown if the patient was connected at the time of the alarm. The technical service representative (tsr) was unable to troubleshoot the setup as the setup had already been taken down and the supplies discarded. The patient stated that they had not noticed anything unusual about the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.